Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was stopper creep out or loose closure. The following information was provided by the initial reporter: translated to english. The customer stated: "cap loose."

Manufacturer narrative:
Investigation summary bd had not received samples, but 1 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. There was stopper creep out or loose closure. The following information was provided by the initial reporter: translated to english. The customer stated: "cap loose."